Event description:
Device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified device patch with lot number 1839374, catalog number 15-421, red particles on the shell and broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling."

Event description:
Healthcare professional reported right side rupture. Device remains implanted.